Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2014. The physician then performed a scheduled tubal ligation and visualized a thermal injury "on the top of the uterus." The pt was admitted overnight and discharged the following day. There was no medical intervention required and the pt is being doing "fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).